Event description:
A caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer was advised to remove the case from the pump, inspect the pump and pneumatic tap area, and clean the pneumatic tap area with an alcohol wipe or lint-free cloth after removing an o-ring. After these steps, the customer successfully reloaded the original cartridge and was able to resume insulin therapy.